Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device rotated continuously. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the swivel rotated 360 degrees, should not rotate 360 degrees as there was a stop pin to prevent the issue from happening. During repair, it was observed that the stop pin was bent, allowing the swivel to rotate 360 degrees. It was further determined that the issue with the bent stop pin was consistent with excessive force being used to rotate the handpiece during use or cleaning. The assignable root cause was determined to be due to improper handling, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.